Event description:
During a laparoscopic appendectomy,the hydrator insuflow filter heater overheated, causing smoke to be emitted and to flow inside the patient. There was no apparent injury to the patient. The equipment was removed from service, replaced and the case continued with no problems noted.